Event description:
It was reported by the customer that a pyxis medstation es system experienced repeated drawer failures. The customer reported that the failed drawer contained acetaminophen. The malfunction occurred when the user was trying to issue the medication, and there was no delay to the patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a tower door issue. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.